Manufacturer narrative:
The returned driver was visually inspected to confirm failure. Under magnification, the 1.5mm hex driver tip, locking groove part and batch were confirmed. This batch number corresponds to a revision of the part with a stick fit feature. The driver shows signs of torsional and oblique fracture patterns, identified at the transition from the radius to the hex tip. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hex tip. The length was measured using mitutoyo calipers (gage ID# 17433, calibrated (B)(6) 2025, calibration due (B)(6) 2026) to approximate the location of fracture. The driver measured 2.6975", indicating that approximately .0525" broke off the driver tip. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone, inadequate pilot hole depth, and improper surgical technique. No definitive conclusion can be made.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that the surgeon used the al2 plate and inserted the locking screw. During al2 surgery, the driver tip was broken. S/he was not able to remove the broken piece and there was left in the patient body. There was no reported delay in surgery and it was reported the patient remained stable.